Event description:
The user developed facial paralysis on the left side on (B)(6) 2024 and subsequently received a pe tube to address otitis media with effusion and middle ear inflammation. She is currently finishing a course of antibiotics and steroids. On (B)(6) 2024 the user reported a decrease in the hearing performance with the left implant. The sound was described to be too soft and "fuzzy." Despite having all external equipment recently replaced, the problems persisted. During clinical examination it was observed that the lead of the electrode is visible in the posterosuperior part of the eardrum or ear canal, suspecting it as the source of the inflammation and resulting infection. A re-implantation surgery is planned, but not yet scheduled. This report refers to 9710014-2024-00455. For further information please refer to this report.